Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested. The device and lead have been returned, analysis is in progress and will be forwarded when completed. Data from the device has been sent and is being analyzed, results will be forwarded when complete.

Event description:
It was reported that the patient presented to the emergency room in cardiac arrest and expired a few days later. The implantable cardiac defibrillator was undersensing the r-wave and since the patient's last follow up appointment the rate setting on the device was 40 beats per minute. The physician questions if the detections were set right on the device, as the patient had several ventricular fibrilation episodes while in the hospital before the death.